Event description:
It was reported during pre-use testing of the cs100 intra-aortic balloon pump (iabp) that the device's "backbeat pressure" indicator on the keypad screen failed to display (none of the 10 leds illuminated). On-site inspection by engineers revealed that the increase and decrease buttons functioned normally, as evidenced by the changes observed on the test balloon. This indicated a malfunction in the keyboard control panel, which required replacement. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site telephone is (B)(6). Updated fields - b3, b4, d9, e1(initial reporter and event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - e3. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and on-site inspection by engineers revealed that the increase and decrease buttons functioned normally, as evidenced by the changes observed on the test balloon. This indicated revealed a faulty led indicator on the keyboard control board. The keyboard control board required replacement. Fse replaced keyboard control board. The device passed pre-use inspection. The device has passed all factory-specified performance and safety test results. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.